Event description:
It was reported that a technologist tripped and fell as a result of getting his/her foot tangled in cables bundled under the table of the system. The fall resulted in a broken rib and patella. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt data and incident date requested but the hospital has not provided them.